Event description:
It was reported that the zimmer skin graft mesher is not cutting evenly. There was no report of injury or adverse pt consequence associated with this incident.

Manufacturer narrative:
The device was not returned to the manufacturer for the evaluation.